Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device compared to unspecified glucose reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced hypoglycemia and was unable to self-treat. The customer was seen in a hospital, where they received some glucogel from a healthcare professional as treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 3.90 mmol/l on the adc device compared to a glucose reading of 1.20 mmol/l obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.